Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent another procedure on (B)(6) 2007 and apogee was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.

Manufacturer narrative:
Date sent to the FDA: 08/25/2015. Additional information, additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh and rso due to sui and pop. It was reported that patient underwent apogee implantation on (B)(6) 2007.